Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped top case on the front corner. Event log history was performed and indicated that there was a check clutch reverse alarm recorded in history. During analysis, the customer's stated problem was able to be verified. Service replaced clutch half's left and right and that cleared up the problem. Service also replaced the leadscrew and spring as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be due to normal wear.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited travel coarse error. There was no patient involvement in this event. No adverse effects were reported.